Event description:
It was reported that the jaw piece of the instrument broke off and was retrieved. No patient complications were reported.

Manufacturer narrative:
(B) (4): device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.